Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "probe would not cut during testing" (failure to cut). A surgeon reported the vitrectomy probe would not cut. A second probe was used to complete the case. Additional information received from the company sales representative indicated the probe was not used in the eye, per the surgeon. The issue was noticed when testing the probe before entering the eye. There was no patient injury reported. A sample will be returned for investigation.

Manufacturer narrative:
The vitrectomy probe has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).